Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2019-07-24) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). It was reported that the sterile bag of the oxygenator was torn and the blue cap was fall of from the oxygenator inlet port. The product was not used on patient. During the trend review performed on 2019-08-05 for product hmod 70000-USA #squadrox-ID adult o.filt, materialnumber 701067840 and failure "damaged sterile bag" it was determined that this is a single event and no further lot # was affected. A review of the device history record was performed with no abnormality found. Based on these investigation results the reported failure "damaged sterile bag" could not be confirmed. According to the >quadrox-I small adult / adult, quadrox-ID adult (with and w/o integral arterial filter)< design verification report (dms #1988568 v05), verification outcome of design specification: the packaging of quadrox-I(d) small adult / adult shall be appropriate to maintain sterility throughout the shelf life and to protect from damage during transport or storage passed acceptance criteria. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that they noticed an out of box failure on the hmod 70000. The sterile bag was tore and the blue cap was fall of from the pre-oxy inlet port. Customer doesn´t want to use the oxygenator because of contamination issue. The outside box didn¿t have a puncture or hole only the sterile bag was defective. The product was not used on patient. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).